Manufacturer narrative:
Batch reviews performed on 04 september 2017. (B)(4). On 07 september 2017, the supplier of the ceramic components involved in the complaint (not marketed in the us) provided a document review, reporting as follows: the component properties and microstructure as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilization. Due to lack of ceramic parts, further investigations cannot be done.

Event description:
Revision surgery was necessary due to infection (staphylococcus aureus). All implants were removed and cemented antibiotic spacer was placed.